Event description:
Related manufacturer report number: 2017865-2023-43017. It was reported that a lead fracture was observed on the right ventricular (rv) lead.

Manufacturer narrative:
Related voluntary medwatch # : mw5122837; mw5122838.